Manufacturer narrative:
The device was not returned for analysis. Therefore, the quality documents associated with the MFR of this particular device were re-investigated. There was no sign of any inconsistency during production and final acceptance test. The biotronik sterilization protocol confirmed that all sterilization parameters, such as gas concentration, temperature, humidity, etc., were in their specified ranges. Also, the investigation of the microbiological indicators showed the successful completion of the sterilization process. In summary, the infection was not device related.

Event description:
Boston scientific crm received info that this pt developed a systemic infection. The pt's port-a-cath on the right is infected. The available info suggests that this pt's device and lead system remain in-service. Boston scientific provided an event date that is in the future. Therefore, it will not be included on this report.